Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Impedance had been increasing gradually since generator change. It was recommended to bring patient into the clinic for further assessment. No further information.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.